Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had leaking issue. Patient not involved. No harm.

Manufacturer narrative:
Due to character limit in e1, event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a. A getinge field service engineer(fse) checked logs, run several tests, replaced scroll compressor as compressor passed 5000 hours. Fse also replaced 9v battery as it was overdue, o-ring as a precaution. Full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. Failure analysis and testing (fat) department wayne, nj: sr 05 mar 2025. The failure analysis and testing department received the following part associated with this complaint: compressor scroll. This part was received with a reported unit failure message of leaking air. Performed visual inspection of this part received and found temperature sensor connector broken on compressor scroll side, the fat dept. Was able to test and investigate this compressor scroll with cardiosave test fixture. Installed compressor scroll into the cardiosave test fixture and tested to the cardiosave service manual pn 0070-00-0639 revision r. Performed compressor performance test and drive regulator calibration and passed. However, the fat dept. Heard abnormal noise from compressor during test. The fat dept, could not verify the failure message of leaking air. Retaining compressor scroll in the fat dept. Per procedure 0002-07-d008 rev at. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.